Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire tip separation in patient/surgical intervention. Device issue: guide wire separation. It was reported that the allstar guide wire was advanced down the rca and another company's stent was implanted. When the guide wire was pulled after the stent was deployed, the guide wire tip was noted to be prolasped under fluoro. In an attempt to remove the guide wire it was pulled back and caught under the distal end of the stent. The stent was pulled out of it deployed position with the guide wire and the guide wire separated. It was reported that the distal end of the stent was not fully deployed (however, this fact is underdetermined at this time). The proximal portion of the guide wire was removed, with the coils and tip remaining in the patient caught in the stent. The patient was sent for surgery and the guide wire was removed. The stent was left in place and the patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described; however, a definitive root cause of the reported issue cannot be determined. Manufacturing assures the quality of the wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip.